Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field was inquiring about the battery behavior of this pacemaker. Review of device data by boston scientific technical services confirmed the longevity was appropriate based on the programmed parameters. Oversensing of noise and a rise in pacing impedances up to 1100 ohms was noted on the right ventricular (rv) channel. The noise was reproduced with provocative maneuvers however no further changes were made to the pacemaker. The pacemaker remains in service and there were no adverse patient effects reported.